Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("coils had migrated out of her fallopian tubes into her uterus") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and abdominal discomfort ("discomfort in lower abdomen"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required) and premature menopause ("early menopause"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device expulsion, pelvic pain, abdominal discomfort and premature menopause outcome was unknown and the abdominal pain lower had resolved. The reporter considered device expulsion, abdominal pain lower, pelvic pain, abdominal discomfort and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was no evidence of fallopian tube leakage. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and discovered that her essure coils had migrated out of her fallopian tube into her uterus. Patient underwent a total laparoscopic hysterectomy and bilateral salpingectomy in order to remove the device. The event, seen as device expulsion, is anticipated in the reference safety information for essure. During essure therapy, device expulsion/partial expulsion may occur. Considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported.~ a product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils had migrated out of her fallopian tubes into her uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In march 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and abdominal discomfort ("discomfort in lower abdomen"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature menopause ("early menopause") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal discomfort, premature menopause and genital haemorrhage outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: no evidence of fallopian tube leakage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of haying a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils had migrated out of her fallopian tubes into her uterus') in an adult female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, gravida ii and parity 4. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and abdominal discomfort ("discomfort in lower abdomen"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature menopause ("early menopause") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal discomfort, premature menopause and genital haemorrhage outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: no evidence of fallopian tube leakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 802743, manufacturing date: 2010-11 ,expiration date 2013-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils had migrated out of her fallopian tubes into her uterus') in an adult female patient who had essure (batch no. 802743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, gravida ii and parity 4. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain") and abdominal discomfort ("discomfort in lower abdomen"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature menopause ("early menopause") and genital haemorrhage ("abnormal genital bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal discomfort, premature menopause and genital haemorrhage outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal discomfort, abdominal pain lower, device expulsion, genital haemorrhage, pelvic pain and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: no evidence of fallopian tube leakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's date of birth, medical history, lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of haying a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-mar-2017: ptc investigation result was provided. Ptc global number is (B)(4). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and discovered that her essure coils had migrated out of her fallopian tube into her uterus. Patient underwent a total laparoscopic hysterectomy and bilateral salpingectomy in order to remove the device. The event, seen as device expulsion, is anticipated in the reference safety information for essure. During essure therapy, device expulsion/partial expulsion may occur. Considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.